Manufacturer narrative:
Additional information: the peritoneal dialysis cycler was returned to the manufacturer and an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The visual inspection found the rear panel label damaged. No other sign of physical damage was found. A simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed fill and drain volume values were within tolerances. A simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance. The cycler programmed displayed fill and drain volume values were within tolerances. The system air leak and valve actuation tests passed. The load cell and verification were within tolerance. The patient sensor calibration check passed. An internal inspection of the cycler found what appeared to be feces along the edges of the top cover under the heater tray and within the recess of the bottom cover adjacent to the pump. There were no other discrepancies encountered in the internal inspection of the cycler. Passed mushroom head check.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The medical record shows cardiac arrest as the sole cause of death and no secondary causes. The death was not related to fresenius peritoneal dialysis products.

Event description:
A peritoneal dialysis nurse reported that a patient's family was concerned when he did not answer the phone for a few days and called the police. He was found dead and still connected to the liberty cycler. The nurse reported that the patient's primary care physician believed the cause of death to be either cardiac arrest due to his complex cardiac comorbidities or a hypoglycemic event as he was a brittle diabetic. The nurse also reported that the medical examiner stated that renal failure was the cause. The esrd death certificate states the cause of death was cardiac arrest and no secondary causes. The patient was not in hospice care prior to his death.